Event description:
It was reported that sterile breach occurred at an unknown time with a bd vacutainer® urine collection cup. The following information was provided by the initial reporter, "many of these devices are open or poorly screwed so we had throw away several of them, as they did not comply with our sterility requirements for the analyses."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that sterile breach occurred at an unknown time with a bd vacutainer® urine collection cup. The following information was provided by the initial reporter, "many of these devices are open or poorly screwed so we had throw away several of them, as they did not comply with our sterility requirements for the analyses."

Manufacturer narrative:
Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for loose lids with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that sterile breach occurred at an unknown time with a bd vacutainer® urine collection cup. The following information was provided by the initial reporter, "many of these devices are open or poorly screwed so we had throw away several of them, as they did not comply with our sterility requirements for the analyses."